Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device took an extended time to charge energy and when charged failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4); the malfunction was observed during incoming testing. However, the cause of the malfunction was not verified. The device?s battery connection assembly lug nuts were tightened as a precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.